Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced a hypoglycemic episode on (B)(6) 2026 while wearing the pod on the infusion site arm between 49 and 71 hours. The patient reported a blood glucose value of 3.4 mmol/l (61 mg/dl) around lunchtime and experienced symptoms including a seizure. During the event, the patient fell, sustained a laceration to the chin, and required ambulance assistance. The patient reported having no recollection of being transported by ambulance. Medical attention was sought on (B)(6) 2026, and the patient was hospitalized for approximately 2 hours. Treatment provided consisted of examination of the injury and placement of sutures to the chin. Additional medical assessments were performed, including evaluation for injuries related to the fall, but no treatment specific to the hypoglycemic event was reported, as the blood glucose level returned to the target range with time. The patient was diagnosed with hypoglycemia and a chin laceration secondary to the fall. The pod was discarded. No further information was provided.